Event description:
It was reported that the patient experienced excruciating pain down both arms while using the spinalpak device. The patient feels pain in the left more than the right. The patient also has pain across the shoulder and swelling on her shoulders where the 72r electrodes were placed. The patient spoke to her surgeon. The physician's assistant told the patient not to wear the device and to return the device. The patient was told to leave it on all day but by 4 pm the patient could not stand the pain and took off the 72r electrodes. The pain started in the spots where the 72r electrodes were placed. Now, the pain went down her arms like electrical shocks and today it is going up to her neck. The pain is below the skin. The patient stated that it is painful even to the touch. The pain level is between 9 and 10. The pain is getting worse. The pain intensifies when she moves. The pain is in both arms and shoulders and is worse on the left side. The patient was doing much better prior to using the stimulator. The patient has not increased her daily activities. The patient has not started physical therapy. The patient called the doctor. The physician's assistant told the patient not to use the stimulator. The doctor prescribed steroids. The patient took the pain medication that she had for the surgery, and it did not help, and she also took oxycodone and flexeril which also did not help. A return label has been sent to the patient. No replacement product has been sent to the patient. No additional patient consequences have been reported.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in january 2023. Medical product: unknown. Therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
As per customer service representative, it was reported by the sales representative that the patient stated that she had excruciating pain down both arms while using the spinalpak. The patient feels the pain in the left more than the right. The patient also has pain across the shoulder and swelling on her shoulders where the electrodes were placed. The patient spoke to her surgeon. The pa told the patient not to wear the unit and to return the unit. Later the customer service representative called the patient regarding the stimulator. The patient reported that the pain started on the (B)(6). The patient was told to leave it on all day but by 4pm the patient could not stand the pain and took off the electrodes. The pain started on the spots where the electrodes were placed. Now, the pain went down the arms like electrical shocks and today it is going up to her neck. The pain is below the skin. The patient stated that it is painful even to the touch. The pain level is between 9 and 10. The pain is getting worse from the (B)(6). The pain intensifies when she moves. The pain is on both arms and shoulder and is worse on the left side. The patient was doing much better prior to using the stimulator. The patient has not increased her daily activities. The patient has not started physical therapy. Later the patient stated that she contacted her doctor again. The pa told the patient not to use the stimulator. The doctor prescribed steroids. The patient took the pain medication that she had for the surgery, and it did not help, and she also took oxycodone and flexeril which also did not help. No additional patient consequences have been reported. The spinalpak assembly was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d4, d8-9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. Investigation summary: the spinalpak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer returned product was performed. Included was one spinalpak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of complaint history identified (B)(4) total complaints from ((B)(6) 2022) to ((B)(6) 2023) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: pain) the search could not be specified further because the main complaint was pain. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required currently. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.